Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a surgical procedure on (B)(6) 2010 and mesh was implanted due to sui, cystourethroscopy. It was reported that the patient experienced pain, erosion of her internal bodily tissue, tightness in lower stomach and sub-pubic area, cannot walk or stand for a long period of time, vaginal and abdominal bulging, unstable walking and pressure in vaginal area. It was reported that the patient has undergone multiple surgeries and revisionary procedures.